Event description:
It was reported that about 800 cc's of blood was collected. When the nurse tried to re-infuse the blood, the drain lever and plunger were loose. The collected blood could not be re-infused. The pt received a blood transfusion from pre-donated blood.

Manufacturer narrative:
The device has not yet been returned to the MFR. The device has not yet been returned to the MFR for investigation. If the device is returned, a follow up report will be filed.